Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A cartridge change was performed but the customer declined to troubleshoot further with tandem technical support. No additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.